Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device alarmed: ll lead off.

Manufacturer narrative:
Phone number: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
The rse evaluated the device remotely and instructed the customer to perform the operational check using a different lead wire to monitor the ECG, which resulted in a normal ECG waveform and heart rate. The rse recommended replacing the lead wire, and the customer responded that he would replace it himself. The device remains at the customer site, and no further evaluation is warranted at this time.